Event description:
It was reported that patient received a notification for lead impedance less than the lower limit. The physician elected to monitor the patient closely. Later, remote transmission noted an episode of noise that was diagnosed as vf. Patient was then brought in for lead revision, and externalized conductors were observed under fluoroscopy. Upon extraction, lead abrasion was noted below the trifurcation at the distal tip. The lead was replaced. The patient was in satisfactory condition after the surgery.

Manufacturer narrative:
External insulation abrasion was noted at 20.6-20.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Externalized conductors due to external insulation abrasion were noted at 17.0-20.0cm from the connector pin. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and low pacing lead impedance.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.